Event description:
It was reported that on (B)(6) 2013 a patient had a left ankle fracture implant. The patient returned to the operating room on (B)(6) 2014 to remove a distal fibula plate and screws due to reported infection. The surgeon removed all hardware, and performed an irrigation and debridement procedure to manage the infection. A vacuum assisted closure (vac) was applied after closure. The surgery was completed, and hardware was removed easily with no delay. It was reported the ankle fracture has healed; the wound was not healed as of the date the event was reported. This is report 12 of 14 for this event (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.